Event description:
The customer stated that upon entering the laboratory she smelled a strong odor resembling an electrical fire. No smoke was observed. The customer identified the source as coming from their lightcycler 2.0 (serial number (B)(4)). Security investigated the laboratory and determined there was no electrical fire. The customer did not believe there had been a power surge as none of the other equipment plugged into the same wall had been affected. The customer stated no one was injured. Investigation of the event determined the fan to the power supply stopped working and this caused the power supply to overheat, as a result, the electronic elements burnt and the control unit stopped working. No additional complaints of this nature have been received related to the control unit. The issue is detectable as control unit will stop working immediately. The components are ul certified.